Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the pea during valve alignment could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided may have contributed to the pea event. The cause of the aortic dissection also could not be determined. In addition to procedural factors (manipulation of the devices), patient factors (advanced age - (B)(6)) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was implanted by the transfemoral approach in the aortic position. During the valve positioning, patient suffered from pulseless electrical activity (pea) arrest. CPR was performed and adrenaline was administered. No significant paravalvular leak (pvl) was observed. Tee revealed a pericardial effusion and aortogram showed an aortic dissection, which was successfully treated with pericardiocentesis and transfusion protocol, including factor viia. At the time of the report, the patient in the ICU.

Manufacturer narrative:
Additional information received indicated that prior to the tavr procedure, the patient was deemed not suitable for salvage surgery due to his advanced age and condition. As reported, the aorta was not calcified, but it was very angulated (horizontal). The native leaflets were mildly calcified and a 'calcium spur' was present in the lvot. The sapien 3 valve was deployed with 1ml less than nominal volume. Post deployment tee indicated a pericardial effusion which was successfully treated with pericardiocentesis and transfusion. The patient was transferred to the ICU on inotropes and alive. The patient expired on postoperative day 1.